Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they didn't know if the therapy was working, patient mentioned suffering of urinary retention and they could only empty 50% or 60% of their bladder. Agent asked if patient has had any relief in symptoms since implant and patient stated they didn't know, healthcare provider (hcp) had to test the volume of urine that was in the bladder in their next appointment. Patient reported only feeling the sensation when the therapy was set up. The patient was redirected to their healthcare pro vider to further address the issue. Patient had a follow-up appointment on (B)(6), 2025. Patient reported urinary symptoms.